Manufacturer narrative:
This record is no longer reportable to the FDA. And will be un-reported.

Event description:
Physician reported, according to an MRI. There is no complaint on the left side. And the rupture was on the contra-lateral side.

Event description:
Hcp reported left side "textured to smooth implant exchange" and rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.